Manufacturer narrative:
One curved ultra fast-fix ab assembly was returned for evaluation. The device was returned in the one package prohibiting lot identification. Visual assessment showed the depth limiter has been trimmed to the surgeons desired length. The gold trigger has been fully advanced indicating a deployment of t1 and advancement of t2. One t remain on the needle which has been advanced to the needle pre-deployment position. The device was tested for deployment using a rubber meniscus model. Each t deployed as intended. This investigation could not identify any evidence of product contribution to the reported complaint.

Event description:
It was reported that the suture was fallen out during the insertion of t2. No patient injury was reported.

Manufacturer narrative:
Event description updated.

Event description:
It was reported tha a pre-deployment of t1. All t's were removed from the patient. There was a surgical delay greater than 30 minutes. No patient injury was reported.